Event description:
It was reported that the patient's device reached elective replacement indicator (eri). Premature depletion is suspected as the patient does not pace a high percentage or delivers therapies. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2011, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Two - patient alerts for low battery voltage (B)(4) 2011 02:15:04 and (B)(4) 2011 02:15:03.